Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged health is declining due to copd, depression is growing greatly. The patient is taking medication for kidney and heart. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged health is declining due to copd, depression is growing greatly. The patient is taking medication for kidney and heart, depression. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation performed temperature test because of the customer complaint of a thermal issue. Observed an unknown sticker-like substance on the top enclosure, and the power button and ramp button. Observed an unknown contamination on the top enclosure, front panel, and the bottom enclosure. Observed an unknown dust like contamination on the top enclosure, air inlet of the blower box, and the rear panel. Observed hair-like particles on the top enclosure and the front panel. Rust like corrosion was observed on the p4 dc power jack connector and the bottom enclosure likely due to liquid ingress. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error code. The manufacturer concludes that unable to confirm the complaint of the device is too hot to the touch and smoking with an odor.